Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, inadequate sensing of p-waves was observed. Patient was called in clinic for further evaluation. Patient has chronic atrial fibrillation and does not want to pursue lead repositioning. The patient was asymptomatic and will continue to be monitored.